Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = a previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8151377).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. On (B)(6) 2020, the patient received a left total knee revision due to left total knee tibial baseplate loosening. It is indicated that upon entering the joint, tissue was sent for frozen section which revealed 2 neutrophils per high-powered field. This is indicative of septic (infection) loosening. The tibial component was noted to be loose, interface not provided. Tibial baseplate, insert, femoral component and patella were revised. There was no allegation of product deficiency for the insert, femoral component or patella. Depuy revision products and competitor cement (heraeus medical) utilized x2. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2015. Dor: (B)(6) 2020. Left knee.